Event description:
Handpiece push button headcap came off during a procedure unexpectedly and some internal parts landed in the patient's mouth. The parts were recovered and there was no affect to the patient.